Event description:
Patient self tester reported a discrepant low result of inratio=1.5 on current lot of strips. The customer indicated that four days prior to this, on (B)(6) 2015, they had an inratio=2.8 using a previous lot (lot number is not available). The patient self tester's therapeutic range is: 2-3. The patient self tester was not applying the sample immediately after fingerstick.

Manufacturer narrative:
The customer did not provide any reference values for comparison. The accuracy of the customer's inratio results cannot be determined without this information. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Although an improper technique was identified in the complaint, the root cause is unable to determine with the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.